Event description:
On (B)(6) 2025 9:43 am edt tnola <(B)(6)> wrote: after results of (B)(6) MRI (open machine in (B)(6)) we talked with staff and were told that the (B)(6) mris would have the view extended up higher on the neck to help dr venigala determine if the lesions were metastatic. Because-- ¿...incompletely included on the sagittal sequences...¿ --was recorded into the results meaning they could not really determine what they needed to see due to poor views (B)(6) 1st one has bolded words which caused them to try to get the (B)(6) scan expanded to include c6 c7 (B)(6) 2nd one has phrases we think he read off of the computer-- my wife nur nav and were listening to the read and point to the screen he did not read any of the bolded wording from the (B)(6) MRI results. First view of (B)(6) will be ...with bolded words, indicating they did not get good images for c6 c7 and t, and that they would need to stretch the field on the (B)(6) to raise the field of view higher to include those segments to determine if they were cancer or arthritis they said they would contact the MRI group MRI cervical spine w wo contrast. T2-t12 progression of the patient's bony metastatic disease. New foci of bony metastatic disease within the posterior elements of the upper thoracic spine as well. I called MRI group to make sure the message would be given to MRI site at 2104 h-burg pike but on friday (B)(6) they had no message. Before the scan I asked what size the machine was ---they said 1.5 (siemens) I asked if there were extra magnets or any other changes making it different from the older machines now gone...which I had been in before, and I asked if they knew about my wires, they said no. So was there no safety protocol done; for my atrial and ventricular epicardial pacing wires - 3 of 4 left in from dbl bypass in (B)(6) 2020. (B)(6) will not allow me in an MRI outside of a hospital setting, and we had to go to (B)(6) in (B)(6)-- when the lgh MRI site was scheduling 3 months or more out--in order to do it in a hospital setting--so why was it that, this time it was not the same protocol. And appointment was set late on a sunday night because dr (B)(6) wanted to get me into radiation asap, but since lgh used the open MRI at (B)(6) on the (B)(6) I thought there was something about the MRI appt at the health campus that made it ok (and then saw the new machine). During the first scan I became uncomfortable and very hot, sweating. During the interlude between w/o and w contrast scan they put a cold pack on my head. They did not say if they reduced the power settings, or add any insulated padding, or give me a break, they did say that the new machines make the patients hot, and the old ones did not. They just said it was ok don't worry. During the duration of the 2nd scan, I became hotter and told them I was heating up, inside my body - not my arms or legs, and I had sweat running down my forehead. They said don't worry all patients get hot, and they knew I had the wires but did not seem to understand what that meant for someone in an MRI machine. Kept telling them I felt hot and uncomfortable in my chest, torso felt really bad at the end...hard to get up. They had to help me up. Saw my face in a mirror and it was apple red; bad night - heart felt like a little football bouncing....had a couple of body spasms like a puppet, fri into sat. Sat am, still red in face felt weak tight chest dull pain, hard to air into my lungs. Monday called lgh safety; 330 pm, they had patient advocate call me, not a good call--- she (a.) Kept interrupting me; felt weak tight chest dull pain tol the guy from safety and the patient advocate when she called back. Wed we saw (B)(6) but did not spend time talking about the MRI staff procedures, and he seemed to be looking at the (B)(6) MRI (see above) and saying everything was okay but (B)(6) showed much more growth. Told him I was tired slouched in chair nurnav and wife there. Later sent message to nur nav asking for explanation of his saying, everything looked good (see (B)(6) bold) and she called and said "he told me to tell you that he was reading from the (B)(6) MRI but did not say any of the bolded words in the (B)(6). Thursday - got a call from MRI group (d.) Who told me that I would not having any more mris, was seated or in bed all day, hard to breathe at top of chest. Fri (B)(6) did not get up or move around again- chest tight - dull pain - weak. Sat am chest tight. Chest tight - dull pain ...weak and... That the machines can not be changed...for each patient...that they are set the same.